Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing intermittencies, followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, a crack was observed on the seam weld of the device. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device did not pass some of the electrical tests performed. The manual capacitor leakage test revealed readings are outside the limits. The scanning electron microscopy analysis revealed a crack in the seam weld. The internal visual inspection noted silver migration between electrical components. This is an interim report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, a crack on the seam weld of the device and a dented bottom cover was observed. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test measured excessive current leakage on some electrode outputs. The scanning electron microscopy analysis revealed a crack on the seam weld. The internal visual inspection noted silver migration across and between several electrical components. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.this report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.